Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 1004872. D4: medical device expiration date: 2025-12-31. H4: device manufacture date: 2021-01-04. D4: medical device lot #: 1004871. D4: medical device expiration date: 2025-12-31. H4: device manufacture date: 2021-01-04. D4: medical device lot #: 0174858. D4: medical device expiration date: 2025-06-30. H4: device manufacture date: 2020-06-22. D4: medical device lot #: 0252428. D4: medical device expiration date: 2025-08-31. H4: device manufacture date: 2020-09-08. D10: device available for eval yes. D10: returned to manufacturer on: investigation summary: multiple boxes containing a total of nine hundred and forty-three 10ml (p/n 300912) syringes sealed in blisterpaks were obtained. Five hundred and eighty-four were from batch #0174858, one hundred and ninety-seven were from batch #1004872, and one hundred and sixty-seven were from batch #0252428. No samples were received from batch #1004871. All samples were visually evaluated. No defects were found and all product was acceptable per product specification. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that a "smear" was found inside the bd luer-lok¿ tip syringe. The following information was provided by the initial reporter, translated from german to english: "the customer reports the building of bubbles and smear formation inside the syringes."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a "smear" was found inside the bd luer-lok¿ tip syringe. The following information was provided by the initial reporter, translated from german to english: "the customer reports the building of bubbles and smear formation inside the syringes."